Event description:
During a lap gastric bypass procedure, the blue anvil insert broke off at the suture hole before being used on the pt. Had to open a new device. There were no pt implications because the instrument was not used on the pt.